Event description:
The site reported the following: the veris monitor had shut down during pt use after 10 minutes of being powered on. The customer confirmed that there was no injury or adverse event reported.

Manufacturer narrative:
Bayer r & I service replaced the system main board at the site and confirmed system functionality. On 11/21/2013, bayer healthcare distributed a field safety notice recalling main boards with part number 301641 that were installed in same medrad veris mr vital signs monitors. These main boards are being recalled due to the potential of unexpected shutdown of the system while in use.